Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 500:320:625:0000. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 500:320:625:0000 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.06.00, categorized as unremediated.

Manufacturer narrative:
(B)(4).a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) number mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This device was not returned to baxter. However it was evaluated at the customer facility by a baxter service technician. The reported condition was confirmed but not duplicated. The assignable cause was a defective user interface module keypad. The user interface module keypad has been replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.